Event description:
Hospital personnel reported that during a CT procedure, an extravasation occurred. In addition the hospital reported that they could not stop the injector by pressing the start switch.